Event description:
It was reported that during a tka procedure, when the doctor began to burr the femur, received a handpiece motor failure error. The handpiece was disassembled, reassembled, and still received the same error two more times. Another tray was opened to finish the surgery. There was a delay of fewer than 30 minutes and no other complications were reported.

Manufacturer narrative:
H11: the manufacturer has re-assessed this event for MDR reporting. The re-assessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information that smith & nephew had not been able to investigate or verify prior to the required reporting date.